Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. MFR report #3006705815-2018-00075. It was reported the patient developed a previous infection at the lead site (date unknown). Reportedly, surgical intervention was undertaken on (B)(6) 2017 wherein the physician attempted to implant new leads to no avail. (Reference MFR. Report#.3006705815-2018-0011). As a result, the physician opted to explant the entire scs system.

Event description:
Device 2 of 2. MFR report #3006705815-2018-00075. Additional information revealed that patient issue has been resolved following the explant.